Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that her husband used the ez breathe atomizer to inhale asthmanefrin inhalation solution. During one treatment, she stated the she saw her husband gagging after inhaling from the atomizer. After exertion, the pt was able to cough the washer up from his throat. The pt then obtained a second atomizer to use, and the washer also fell out of this atomizer during use. The pt did not require any medical intervention or hospitalization during the course of the investigation. Both atomizers are being reported since the initial rptr was unable to determine the serial number of the atomizer that was reported as causing the pt to gag from the loose washer.